Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed 2 air in line alarms with micro effervescent bubbles, 3 upstream occlusion and 2 max air detected alarms during infusion of paclitaxel in infusion center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, h6, h11 b5: the infusion was running at 305 ml/hr and micro effervescent bubbles were present in the line. B6:bag was not currently cold; however, pharmacy states the taxel is stored in the fridge and mixed shortly before sending to nurses. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.